Manufacturer narrative:
It was reported that the alarm, "low leak co2 rebreathing risk", had occurred. The customer performed a troubleshoot with the remote service engineer (rse). The customer attached the unit to circuit with test lung and the device gave the same alarm. The customer confirmed that they had a whisper swivel in place with the tube set. The rse then provided the customer with the part number of the flow sensor assembly and gas delivery system (gds). Per good faith effort (gfe) response, the customer used the whisper swivel and was able to get the unit to pass. No parts were replaced. The customer used the whisper swivel to pass the unit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "low leak co2 rebreathing risk", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the alarm, "low leak co2 rebreathing risk", had occurred. The customer performed a troubleshoot with the remote service engineer (rse). The customer attached the unit to circuit with test lung and the device gave the same alarm. The customer confirmed that they had a whisper swivel in place with the tube set. The rse then provided the customer with the part number of the flow sensor assembly and gas delivery system (gds). The investigation is ongoing.